Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) and battery for the system were replaced. The navigation system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery was returned to the manufacturer for analysis. The battery was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Continuation of d10) pn: 9735771, ln/sn: (B)(6) pn: 9735788, ln/sn: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products product ID: 9735771, serial/lot #: unknown. Product ID: 9735788, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart didn't turn on with the main cart monitor. The manufacturer representative (rep) reset the ups on both the main and camera cart. Then reconnected the two systems and turned on both the systems via the camera cart power button. Navigation was aborted. The camera cart shut down again. This happened during their case. The rep noted that they had a battery symbol with a question mark. The rep rebooted the system and went into the self test. The main cart and camera cart batteries and ups were green and at 100%. The rep unplugged the system from the wall and the camera cart shut off. The rep took the system out of the procedure, reset both ups, turned on the system via the camera cart, went back into the self test and everything was connected in the internal network connection tab and the ups and batteries were connected and fully charged. The rep unplugged the system from the wall again and both the camera cart and main cart remained on and the batteries depleted at normal rates. Since the issue occurred twice, technical services (ts) will ship a camera cart ups and battery. No impact on patient outcome. There was a delay less than one hour.